Event description:
It was reported that a power on reset (por) occurred. It was noted that the por was successfully cleared. It was noted that no action was required as a result of this event. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that there were no patient symptoms or complications associated with the event. Additional information received reported that the patient was not able to adjust stimulation. It was noted that the display was showing ¿call your doctor¿ icon. It was noted that a por condition was reported. It was noted that the patient saw a por message on the patient programmer on saturday night. It was noted that it was unknown what the patient was doing prior to the por message. It was noted that it was unknown what type of por message the patient saw. Additional information received reported that it was unknown what the cause of the por was.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).